Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, g3, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the reported malfunction could not be determined. However, it was presumed that the defective water supply due to component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had defective water supply. The issue was found during set up of the device. There were no report of patient harm.